Manufacturer narrative:
The lead was returned in three segments for analysis. A 0.3cm long external insulation abrasion was noted on the middle segment, consistent with lead friction to the ICD can. Externalized conductors due to internal insulation abrasion were noted at 9.3-11.7cm from the distal tip. Internal insulation abrasions were noted at 13.8-14.3cm and 31.0-31.2cm from the distal tip. The etfe coating was intact at these locations.

Event description:
It was reported that when an asymptomatic patient presented in the operating room for a device change out due to normal eri, externalized conductors were observed. No electrical anomalies were detected. The lead was explanted and replaced without complications.